Event description:
A call was received on (B)(6) 2015 from a mortician from (B)(6) to request a return of a generator from a deceased patient. The cause of death on the patient's death certificate was listed as full arrest, septic shock, aspiration pneumonia, status epilepticus. No further information from the patient's last following physician was able to be obtained. The explanted generator and lead were returned for analysis on 05/11/2015. Product analysis for both the generator and lead showed no abnormal performance or any other type of adverse condition to be found. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.